Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a right total hip. During reassembly of the instruments, it was noticed that the offset broach handle had a missing broken piece at the middle junction area. It is unknown if the piece was left in the patient. There was no surgical delay.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this complaint was received for investigation. Visual examination of the returned device found a component of the hinge broken, confirming the reported allegation. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review ==> a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.